Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Painful-vagina [vulvovaginal pain]. Uncomfortable, irritated-vagina [vulvovaginal discomfort]. Unwell [malaise]. Removed (tampon) and it was destroyed, started to open them all and they are all broken [device breakage]. Consumer reported via social media that she removed the tampon and it was destroyed. She opened all the tampons, and they were all broken. No serious injury was reported.